Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2011-01863 and 3005099803-2011-01865 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen needle electrode and a patient return grounding pad were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, an open surgical procedure, lobectomy combined with rfa, was performed. After completing the lobectomy, the ablation was performed. The initial treatment was administered on a 4cm liver lesion. If the burn was successful, two additional sites were to be ablated. However, after approximately 30 minutes, a generator error message (e03) occurred. The ablation was stopped, the generator was reset, and the ablation treatment was continued. Subsequently, a second generator error (p01) occurred. The corresponding patient return grounding pad (pad 1) was replaced and the ablation was continued. After a total treatment time of approximately 90 minutes, roll-off had not been achieved so the ablation procedure was aborted by the physician and the tumors were removed surgically. Reportedly, there were no visible issues with the leveen needle electrode. Additionally, there were no signs that the tissue had been ablated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.